Event description:
It was reported by the clinician, that seven days after insertion, the hub of the proximal lumen fell apart from the extension line. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.